Event description:
It was reported that the right ventricular lead exhibited noise which caused inhibition of pacing; oversensing was also noted. An insulation abrasion was suspected. The lead was explanted and replaced. The procedure went smoothly and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion exposing the outer coil at 8.7 cm to 8.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.